Manufacturer narrative:
Batch review performed on 24 october 2019: lot 183737: 111 items manufactured and released on 27-sept-2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, 101 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director. Intraoperative greater trochanter fracture in a (B)(6) woman. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
During the final stem insertion the great trochanter fractured. The surgeon decided to replace the stem and to use cerclage. The surgery was completed successfully.